Manufacturer narrative:
The monitor was confirmed to be ~10 years old and the handle had been damaged. The facility reported the handle had been "fixed" by a third-party service provider using two screws. The origins of the screw were unknown but it was confirmed they were not original to the manufacturer. The monitors side cover has been cracked, likely from the repair. The repair/screws did not provide for proper securing of the damaged handle.

Event description:
It was reported that an ipm-9800 patient monitor had been placed on a platform bracket. The clinician removed the monitor from the bracket and the handle detached from the monitor and hit the patient. The patient suffered a fracture of the nose and swelling. The reported event occurred in (B)(6). The ipm-9800 monitor is "similar" to the dpm monitor which was previously distributed in the u.s.